Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user/ patient contacted lfs on (B)(6) 2011 alleging that her one touch ultra meter does not power on. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that she noticed the alleged issue on (B)(6) 2011 at around 4:00pm. She felt shaky at an unspecified time later. She then ate some sugar and chocolate and claims symptoms went away shortly after eating. The last reading she had obtained on her meter was around midday on (B)(6) 2011 with a reading of 95 mg/dl. The patient was using the correct vial of test strips. This is not the first time the product was being used. The patient denied any misuse of the product. The meter powered on by pressing the power button; however, did not power on when a test strip was inserted into the meter. The product was replaced. The complaint is being reported since the patient alleged that due to the power issue, she was unable to test and later developed symptom suggestive of a serious injury and felt better after self-treatment.